Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 health effect - clinical code - e2304 chills

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient experienced a wearable failure and decided to remove the sensor early. The next day, on (B)(6) 2025, he experienced pain/soreness at the insertion site and developed a fever along with body chills. On (B)(6) 2025, the patient opted to consult a physician who diagnosed him with cellulitis via skin examination observation. The physician gave an intramuscular (im) antibiotic injection and prescribed a regimen of oral antibiotics (doxycycline 100 mg, two times a day every 12 hours). He was advised to apply a warm compress on the area every 4 hours and to come back daily for blood tests and im antibiotic injections. On (B)(6) 2025, follow up contact with the patient was made and verified that he followed up and received daily lab tests and rocephin 1-gram injections from (B)(6) 2025 to (B)(6) 2025. He was recommended to keep monitoring the area until the infection fully heals and noted that he temporarily stopped using the sensor during the treatment period. At the time of the follow-up report, the wound has decreased in size from 5¿ long and 3¿ wide to 2¿ x 1¿, and he longer had pain at the insertion site. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.